Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy coverage of her back. Consequently, surgical intervention was taken and the physician replaced the scs lead and moved the lead to another location. Postoperatively, the patient reported receiving stimulation therapy in her back and legs.